Manufacturer narrative:
Sensor (B)(4), along with the applicator and sensor pack, have been returned and investigated. Visual inspection was performed on all components and no issues were observed. The applicator had not been fired and the sheath was locked. The applicator was unlocked by the investigator and fired onto simulated skin, the applicator was able to fire correctly. The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. No malfunction or product deficiency was identified, therefore this issue is not confirmed to use due to incorrectly assembly.

Event description:
A caregiver reported a customer had a medical event related to not receiving the replacement adc freestyle libre sensor. The caregiver had initially reported that the "sensor did not apply" during application therefore, a replacement sensor was ordered. However, the replacement sensor was not received and the customer was unable to monitor her blood glucose. It was further reported that the customer was taken to the hospital on (B)(6) 2020 due to having a hypoglycemic event and hospitalized. No treatment details were provided however, it was noted the customer is still hospitalized at time of the call. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer had a medical event related to not receiving the replacement adc freestyle libre sensor. The caregiver had initially reported that the "sensor did not apply" during application therefore, a replacement sensor was ordered. However, the replacement sensor was not received and the customer was unable to monitor her blood glucose. It was further reported that the customer was taken to the hospital on (B)(6) 2020 due to having a hypoglycemic event and hospitalized. No treatment details were provided however, it was noted the customer is still hospitalized at time of the call. No further information was provided. There was no report of death or permanent injury associated with this event.